Event description:
The report stated that the generator latched-on. Prior to the surgery, the generator and pencil were tested. The coag on the pencil did not latch-on but the cut did. The generator was set at 40w. The generator had to be turned off in order to stop the pencil. The actual case was continued without problem using another forcefxc and the same pencil that had previous latched-on. The pencil was an unknown covidien pencil that was discarded.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. This is an generator that is no longer serviced by covidien.